Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through a CAPA. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
A customer reported to baxter (B)(4) of an all in one empty container in which there was particulate matter in the bag discovered before usage. There was no patient involvement or medical intervention required. No additional information is available.

Manufacturer narrative:
(B)(4). A customer sent in a companion sample for an evaluation. During a visual inspection, it was observed that there was no particulate matter inside the fluid path of the sample. The reported condition was not confirmed and the cause was not identified.